Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during phacoemulsification in cataract surgery, a patient suddenly bolted upright while instruments were in the eye, resulting in a posterior capsule rupture in the left eye while using the ophthalmic system. The surgeon was able to complete the surgery on the same day. The surgeon noted that after repositioning the patient and returning to the eye, a few small lens fragments and all remaining cortex were still present. With utmost care, cleanup was performed using bimanual I/a (irrigation and aspiration) from multiple angles. The posterior capsule rupture was presumed to be caused by a peripheral puncture due to the trauma. The inferior one-third of the capsular bag rotated in front of the intraocular lens (iol), with no apparent attachment of the inferior zonules, and the iol shifted slightly superiorly. As the haptics were captured at the 3 and 9 o'clock positions and there was no inferior support, the iol was left in place, as the optic remained within the visual axis. The patient outcome remains unknown. Additional information was requested but has not been received to date.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed and did not reveal a contributing factor. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).